Event description:
Delay in therapy reported. During home use, the pump reportedly alarmed and displayed blocks on the screen. It had been set to infuse dobutamine 1500mg/250ml at 7mcg/kg/min (7ml/hr). There was a 6 hr delay in therapy before the pump could be switched out. The pt did not experience any adverse effects. No further info was available.